Manufacturer narrative:
Samples from customer will be assessed , if will be delivered.

Event description:
Mr. (B)(6) said he never had a problem before until recently he now "periodically has trouble with the insulin not flowing through the needle." Approximately 20 needles per box are giving him trouble and has to "throw away and start over". Injecting humulin ru500 3x daily affirms he changes needles and rotates injections.